Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap disk shell due to an unidentified (tear) opening.

Event description:
Patient reported the left side implant is "empty". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported the left side implant is "empty". Device remains implanted.